Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two days after use with a homechoice apd set, a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. It was further reported there were no alarms generated or leakage during treatment. The cause of the event was unknown. It was reported the patient was hospitalized and received unspecified treatment for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.